Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour next test strips using blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour next one meter. Upon troubleshooting, it was found that the date and time were incorrectly set on the meter. The customer corrected the date and time on the meter during a call. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.